Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results when testing 2 patient samples with the new elecsys anti-tshr immunoassay (anti-tshr) reagent lot number 322386 on a cobas 8000 e 801 module (e801). Of the two samples, one had an erroneous anti-tshr result. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted with an anti-tshr value of 1.9 iu/l using old lot 283564. The sample was repeated twice with new reagent lot number 322386, resulting as 1.32 iu/l and 1.35 iu/l. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer was asked for, but not provided.

Manufacturer narrative:
The customer provided two patient samples for investigation. The sample results could not be reproduced. From the information and data provided, a general reagent issue most likely can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.